Event description:
According to the reporter, before insertion, catheter had no laser cut side holes. No flow was coming through lumens except 3rd port. There were not sure if the dimension(s) of the catheter matched what was indicated on the label. No other defects/damages on the product reported. No cleaning agent(s) on the device reported. The catheter was not repaired. There was no leak. There was no luer adapter issue. They pulled new product as the remedial action performed to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Additional information: a1, b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operatively, catheter had no laser cut side holes. No flow was coming through lumens except 3rd port. The catheter was not repaired. There was no leak. There was no luer adapter issue. There was no reported patient outcome.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Functional testing found that the device was found to have been improperly assembled. It was reported that the device has insufficient flow issue and the catheter has dimension issue. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, before insertion, catheter had no laser cut side holes. No flow was coming through lumens except 3rd port. There were not sure if the dimension(s) of the catheter matched what was indicated on the label. No other defects/damages on the product reported. No cleaning agent(s) on the device reported. The catheter was not repaired. There was no leak. There was no luer adapter issue. The product was not replaced. There was no patient involvement.

Manufacturer narrative:
Additional information: b3, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.